Event description:
It was reported the tubing detached from the oxygen mask during use. This resulted in decreased oxygen saturation in the patient. The mask was replaced. No patient harm was reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No further information was available at the time of the report. Additional patient and event details have been requested. Should additional information become available, a follow-up report will be submitted.